Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "scan again in 10 minutes" and "replace sensor" message from the adc freestyle libre sensor. Customer experienced symptoms of tremors and subsequently loss consciousness, and had contact with a healthcare provider who administered a glucagon injection for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported receiving a "scan again in 10 minutes" and "replace sensor" message from the adc freestyle libre sensor. Customer experienced symptoms of tremors and subsequently loss consciousness, and had contact with a healthcare provider who administered a glucagon injection for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was returned. Removed sensor plug and inspected sensor plug assembly and no failure mode observed. Sim vivo test was performed, and results were within specification. No malfunction or product deficiency was identified.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release.  If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported receiving a "scan again in 10 minutes" and "replace sensor" message from the adc freestyle libre sensor. Customer experienced symptoms of tremors and subsequently loss consciousness, and had contact with a healthcare provider who administered a glucagon injection for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.